Event description:
The account stated that the architect i2000sr analyzer has generated a discrepant (B)(6) result when compared to the axsym analyzer. The architect generated a negative result. The sample was then tested on the axsym analyzer and the result was positive. The patient's clinical history is (B)(6) positive. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other: erratic (B)(4) results. The operator reported a discrepant negative (B)(4) result of (B)(4) while using the reagent lot 75795hn00 on the architect i2000sr, (B)(4). The patient sample generated a positive result of (B)(4) on the axsym. The patients clinical history has been consistent positive (B)(4) results. The controls were within range with the (B)(4) control lot number 79561hp00. The false negative result was obtained when the instrument had issues with step loss errors on the wash zone 1 pump. On (B)(4) 2009, as-needed maintenance was performed on the instrument. The fsr replaced the solutions on the analyzer and calibrated the (B)(4) assay. The (B)(4) curve and controls were within abbott's specified ranges. Based on the available information, no product deficiency was determined. After the field service representative (fsr) performed the maintenance procedure, replaced the on board solutions, and calibrated the (B)(4) assay, the customer issue was resolved.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.